Event description:
It was reported that, during a tha, a surgeon felt that these reamers were dull.

Event description:
It was reported that, during a tha, a surgeon felt that these reamers were dull.

Manufacturer narrative:
An event regarding a dull reamer involving an acetabular reamer 48mm was reported. The event was confirmed. Device evaluations were performed by the vendor, who confirmed the reported event via device inspections. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the reported lot code. The investigation concluded that the vendor confirmed the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.